Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A complete questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision is restrictive mostly with color on color print, white on black is illegible. The consumer also reported difficulty reading a wall clock if it was not at eye level. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.